Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use inpact av access pta along with non-medtronic 5fr 5chm sheath and guidewire during procedure to treat stenosis of the brachial cephalic vein. No embolic protection was used. A non-medtronic inflation device was used for balloon inflation. Contrast with saline was used for inflation fluid. The device did not have any malfunction when it was taken out from the package or tray. The device was prepped per IFU with no issues noted. The vessel tortuosity was normal. Balloon deflation difficulties occurred, it would not deflate at the lesion site. After puncturing near the anastomosis and advancing the 0.018 wire, inflation device was used to inflate, at 11 atm for 10 seconds, twice. After removing the balloon and confirming that the lumen was obtained, in.pact av4.0-120 was inflated for 3 minutes. At the time of deflation, it was confirmed that the contrast material remained by fluoroscopy, and the deflation could not be performed. It was changed to a syringe and negative pressure was applied, but the deflation could not be performed. They tried to pull it into the sheath, but it was stuck in the midway, physician removed all the sheath, and the procedure was finished. The procedure was completed after removing all the sheath. There was no patient injury.

Manufacturer narrative:
Image review: one image was provided for review. The image shows the distal end of the complaint device protruding from a sheath at the account. The balloon material is bunched and deformed. The balloon appears deflated. The tip of the sheath appears deformed. No other damage is evident to the device. Product analysis: the inpact av access device was returned to medtronic investigation lab for evaluation. The device was returned with the balloon entrapped in an unknown 5fr sheath. The tip of sheath was deformed. The balloon material was bunched and deformed. There were stretches and deformation to the proximal balloon bond and shaft. A crush was also visible to the shaft. The balloon folds were open. A tactile test detected a kink to the shaft 35cm distal to the distal strain relief. The balloon was inflated to 8atm and successfully deflated. Balloon removed through the sheath with resistance after deflation due to the deformation to the balloon. A 0.035inch guidewire was loaded via the distal tip but was unable to be advanced due deformation and hardened blood in the lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: there was no issue with device inflation. The device could not be deflated. The device was safely removed. There was no vessel damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.